Event description:
It was reported that tracheal bleeding occurred after suctioning with the catheter.

Manufacturer narrative:
It was reported that a male toddler was being suctioned by his mother via his trach and tracheal bleeding occurred. The patient was subsequently hospitalized. The mother had reported that the diameter of the catheter was larger than previous catheters she had used and the depth markings were off by 2mm leading her to suction deeper with one catheter vs the other. The home respiratory therapist stated the child was scoped in the emergency room and there was no documentation indicating any serious injury. The child was admitted but the therapist was not able to provide a specific diagnosis or reason for the admission. He has since returned home and is reported to be back to his baseline condition with no complications noted. The actual sample was not retained. Two unused samples were returned and evaluated. The diameter and depth markings were measured and found to be within established specification for the catheter. There was no discrepancy found on the depth markings and the issue could not be confirmed. We have not had a similar issue reported to us. Without the actual sample, the issue could not be confirmed and a root cause was not identified. It is not known if user error played a role in the reported incident. However, due to the reported incident and subsequent hospitalization, this medwatch is being filed.